Manufacturer narrative:
The subject device was not returned for evaluation and therefore no physical device evaluation could be complete. However, photo of the subject device was provided. Using the images provided, it's likely that the complaint of the device hypotube falling off, can be confirmed. As the lot number was not provided, no DHR (device history record) review could be performed. It's likely the failure was a result of putting the device through a range of motion and stress level not intended for the device. It is encouraged to always keep the device visible during operation, to avoid putting the device through extreme resistance, and also by avoiding putting excessive stress on the device distal end. The observed failure is a known phenomenon resulting from forcing the device through resistance. On page 13 of the device IFU (B)(4), it states: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
As reported, after 2 punctures (4r 3 punctures, lk7 3 punctures) had already been performed successfully, a "tube" emerged from the needle tube after 2 punctures in the lower lobe tip on the left during the last puncture. The needle fell into the patient and was recovered from the patient. There was no patient or user injury reported.